Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated for the reported item number in order to determine the last 3 lots shipped to the reporting hospital in the six months prior to the event date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the vaxcel pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. As received, the catheter was returned with an injection cap (not furnished by angiodynamics) attached to the valve. The female luer lock component of the white valve on the PICC was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely the needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." ((B)(4)) .

Event description:
As reported by hospital in (B)(6), the hub of a valved PICC cracked and leaked during flushing. The device was removed. No patient complications were reported.